Manufacturer narrative:
Recall number continued: 1627487-12192011-003-r. This ipg serial number was included in field advisories.

Event description:
It was reported the patient's ipg was inoperable. It is unknown when the patient last recharged the device or last had stimulation. Subsequently, the patient underwent surgical intervention at which the patient's ipg was explanted and replaced with a different model. Reportedly, effective therapy was restored postoperatively.